Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, d9, e3, g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields - d4 (unique device identifier number). A getinge field service engineer (fse) confirmed power up test fails code 12 in logs. Replaced front end board per manual recommendation. Could not duplicate error after repair. Performed a full function and calibration check. Device operating per manufacturers specifications. The evaluation was performed by the technician of the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the part associated with this complaint - spv front end board. This part was received with a reported unit failure message of power fail error code 12. Performed visual inspection of this part received and part looks to be in good condition. Installed front end board into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The failure analysis and testing department verified the failure message of power up error code 12. Unit would not boot up and found error code# 12, 8 and 13 in electrical error logs. Front end board failed testing. Set this board to the supplier for further investigation as per company procedure. Failure analysis received from the supplier for the part. They stated that - using a dmm to test rn48, it was found that rn48 has an incorrect value. The resistance measured between pins b3 and b4 of rn48 is 56 kohm. Suspected failure components - rn48. Probable root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per company procedures.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an error code 12 power fail. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.